Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joints. The pump was unable to verify motor error alarms due to blank display. The motor was tested outside the device and passed. The pump was received with missing end cap sticker the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 151 mg/dl. The customer stated that they tried several batteries but nothing happened. The customer remembered that they had a motor error last week. The customer stated that the pump was not dropped or exposed to moisture. The customer inserted new energizer aaa alkaline battery and the anomaly persisted. The customer will be sent a replacement pump.